Event description:
Caller reported damage to the pump housing surrounding the usb port, which did not affect the ability to charge the pump but compromised its watertight integrity. Despite lacking any adverse impact on blood glucose level, cts decided to replace the pump as it was still under warranty. Cts provided the caller with instructions on putting the pump into storage mode and the steps to take when the replacement pump arrives. Customer will continue to use current pump.